Event description:
Patient had a recurrent macula on retinal detachment. Underwent uneventful vitrectomy with silikon 1000 endotamponade. Preoperative vision was 20/40. While endotamponade was present, vision was initially 20/50. Over time, vision maintained at 20/60. Underwent uneventful silikon 1000 removal on (B)(6) 2024. However, after silikon 1000 was removed, vision did not improve and in fact worsened. Thought initially due to his cataract. Underwent uneventful cataract surgery, vision remained poor at 20/100 with a small central scotoma. Oct (optical coherence tomography) showed mild inner retinal thinning which improved. Central scotoma remained. Hvf (humphrey visual field) 10-2 confirmed central scotoma, without other field defects. Multifocal erg(electroretinography) normal. Diagnosed as silicone oil toxicity. Had an identical issue in his other eye. Toxicity was not noted until silikon 1000 had been removed from his eye and at that point the silikon was already in his other eye. Silikon 1000 lot number: 128eh. Two additional eyes had nearly identical presentations (mac on retinal detachment, use of silikon 1000, persistent post-operative central scotoma despite absence of macula/foveal damage). In two other cases lot numbers of silikon 1000 were 128eh (same lot number, different patient) and 128jk (this patient, other eye). All cases occurred between (B)(6) 2024. Reference report: mw5171401, mw5171402, mw5171404, mw5171405.